Event description:
It was reported that the patient presented in clinic for follow-up. It was observed that the patient's right ventricular leadless pacemaker (lp) exhibited increased capture thresholds. Microdislodgement was suspected. The lp was attempted to be retrieved, upon which it was discovered that the lp was implanted in the patient's left ventricle (lv). The device was retrieved from the lv transeptally and was replaced. The patient was stable.